Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet following a usual breakfast meal announcement, with glucose rising to a reported peak of 274 mg/dl and remaining above range for about two hours before trending toward target as the algorithm delivered insulin. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer care troubleshooting and education with review of device history indicating algorithm-delivered correction. Investigation of this case revealed no device malfunction and no identifiable device component issue, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.